Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A case report was submitted. Coronary angiography (cag) revealed 99% stenosis of the left circumflex coronary artery (lcx) which prompted pci to be performed. A micro driver bare metal stent was implanted in the lcx. Post stent evaluation with a non-medtronic ivus catheter identified adequate stent expansion and apposition. When the non-medtronic ivus catheter was pulled back it became entangled and damaged the stent resulting in deformation, entrapment and fracture. Ventricular fibrillation occurred. The ivus catheter, the guidewire and the stent were all removed under cardiopulmonary bypass. Coronary artery bypass graft with a saphenous vein was also performed at the more distal segment from the entrapment site. Dissection, occlusion and arrhythmia were also reported to have occurred.